Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller had not previously reported or reset the pump for this malfunction within the last 24 hours, so technical support provided assistance in resetting the pump. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump, with instructions to contact support if the issue reappeared.